Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was displayed as "high"; although a specific value was not provided. The customer address their bg with a manual injection.